Event description:
One pt sample with discrepant troponin t results. Initial result gave 1.38 ng/ml. Same sample requested gave result <0.010 ng/ml. Sample repeated a third time gave result of 1.41 ng/ml. A plasma tube from the same pt drawn the same day gave a result of 0.016 ng/ml. Erroneous results were not reported. The field service rep determined there was a problem with the sample static brush and replaced the brush. Performance test were performed and within specifications.